Event description:
The hcp reported, the patient had an intrathecal pump and was receiving baclofen 3000 mcg/ml at a daily dose of 144 mcg. The patient needed a lower dose and this was not possible with that concentration. The baclofen concentration was changed to 1500mcg/ml with a daily dose of 129.9mcg. A bridge bolus was programmed. "After updating the pump, the patient died after two minutes." Reviewed programming strips and there were no errors in programming the bridge bolus or simple continuous dose. A follow up report will be sent if additional information is received.